Event description:
It was reported 'after the anesthetist inserts tube, the air leakage phenomenon happened and no detects functional response.' There was no patient injury. As of the date of this report, no further information has been received.

Manufacturer narrative:
Upon final review of the file for closure, additional information was identified/obtained: (B)(6). The product was returned to the manufacturer and evaluated by the quality engineering team. Visual analysis found the sample appeared used, with bio-debris observed on the cuff. Resistance readings were taken with a fluke 21 multimeter, asset (B)(4). Readings were taken as per (B)(4), note 4: "resistance of each lead to be between 1.7 and 3.7 ohms." Blue leads measured 3.1 and 3.1, red leads measured 3.2 and 3.1. These readings meet specification per drawing. A cuff water test was performed as per product specifications: the cuff was inflated with a minimum of 20 cc of air using syringe and submerged in clean, deionized water and no bubbles were visible. The complaint is unconfirmed as the reported failures could not be duplicated. Based on historical investigations of similar complaints it is likely the result of user error. Method: actual device evaluated; physical structure testing; fluid pressure testing; visual inspection. Results: no failure detected. Conclusion: operational context caused or contributed to event. (B)(4).

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was returned to the manufacturer and a product evaluation is currently underway.